Event description:
During a left lower extremity angio/pta/stent procedure (up and over procedure from the right over to the left) on a (B)(6) year old male pt with pre-existing condition of atherosclerosis. The sheath was pulled back to right side to perform angion to determine if closure device could be used. It was determined closure device could not be used so was given protamine. The physician waited a while for drug to work, then the physician pulled sheath. When the physician pulled, the sheath pulled apart in the pts r common fem artery. The wire from the sheath was sticking out of the skin. It had stopped bleeding until the pt could be transported to the hospital and underwent r common femoral arteriotomy with fb removal. The end of the sheath was removed and an arterial patch was placed. It was a 4-5cm piece that broke off in the pt. Updated info: the pt was transported to another hospital via ambulance, and surgery was performed there to remove the sheath from the pts artery. The physician stated the surgery was successful and the pt did well.

Manufacturer narrative:
(B)(4). Event is still under investigation.